Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low blood glucose and sensor. The customer's blood glucose level was reported to be 36mg/dl. The customer states they treated with orange juice. The customer states they received sensor error alert. Troubleshoot was reported to be conducted. The sensor was removed and noted to be bent. The customer was advised the sensor would be replaced and returned for analysis.